Manufacturer narrative:
Add'l info in section h.10 of follow-up #1 was in error. Please disregard.

Event description:
The vitrectomy cutter in this ophthalmic microsurgical accessory pack would not cut. A second pack was opened and the cutter from the second pack worked properly.